Manufacturer narrative:
Concomitant medical products: product ID :3560022; lot#/ serial# (B)(4) ; implanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4) , ubd: 05-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient felt heating. It was noted that they tried to change the batteries because there were no changes with their incontinence. The extension seemed to be cut but they didn't seem to know what happened.